Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.

Event description:
It has been reported to us the patient developed a large hematoma on the wrist. The physician using a redial approach attempted to insert the guide catheter into the patient wrist. The physician attempted to remove the guide catheter and with some difficulty felt a slight tug. The physician noticed when the product was removed from the wrist there was a large hematoma. As a result the physician had to perform a femoral procedure on the patient. Patient's is reported to be fine.